Manufacturer narrative:
Internal report reference number: (B)(4) additional internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting nurse and going to clinic due to symptoms related to diabetes. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note 1: manufacturer contacted customer in a follow-up call on 23-apr-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that she went to a walking clinic yesterday (04/22/2024); customer's blood glucose test result at the clinic had been 300 mg/dl pm fasting. The diagnosis was high blood glucose and customer was treated with insulin. Customer was advised to drink a lot of water and change her diet (no sweets) and to come back for a follow up or if she has any symptoms. Customer was discharged the same day. Note 2: manufacturer contacted customer in a follow-up call on 01-may-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Customer is using discontinued product. Customer stated she had mixed 2 bottles of test strips into one bottle. Customer stated that morning she woke up and had a headache; she called a friend who is a nurse, and she came and tested the customer's blood glucose using her meter. The customer's blood glucose test result with the nurse's meter had been 403mg/dl fasting. Nurse had given the customer insulin and recommended to her that if she continues with that high blood sugar to go to ER. Customer stated she is now obtaining e-5 using the true result meter. At the time of the call the customer was feeling weak. During the call, a back to back blood test was not performed by the customer.